Event description:
It was reported that a vns pt received a high impedance warning during device diagnostic testing. The pt's treating vns therapy physician indicated that prior to receiving these results the pt had been seizure free and that now she is having occasional break through seizures. Pt x-rays were reviewed by the pt's treating medical facility and a lead break was reportedly identified. The pt will reportedly undergo vns revision surgery within the month. Good faith attempts for additional info are in progress.

Manufacturer narrative:
Pt's treating medical facility reviewed x-rays of implanted device. Review of x-rays by the pt's treating medical facility revealed a gross lead discontinuity. X-rays reviewed by the treating medical facility revealed the presence of a lead discontinuity, indicating that a device failure occurred.